Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the intraoperative stage 1 procedure, which involved lead implantation for the first time, the lead was implanted and tested, revealing out-of-range impedances on one segment. No environmental, external, or patient factors contributed to the issue. Diagnostics included trying other testing cables and reseating the testing system. After testing with another cable and the alpha omega system, the lead was replaced and successfully implanted. The issue was resolved by using a new lead. The healthcare professional has no further information on this event.